Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition for more than 6 seconds. Anti-tachycardia pacing (atp) was delivered to convert arrhythmia. Technical services (ts) was consulted and noted noise signals. Ts recommended looking for electromagnetic interference (emi) sources. The lead remains in service. No adverse patient effects were reported.